Event description:
It was reported by service report that the footboard labels have bubbled causing the footboard controls on the bed to be inoperable or intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bubbling label on footboard screen display.